Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
It was reported that the patient underwent skin revision surgery at abutment site in order to replace abutment, the patient was treated with oral and IV antibiotics and steroids.

Manufacturer narrative:
This report is submitted on april 20, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. It is unknown what treatment was administered for the infection. Clinical management is ongoing.